Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after being hit despite multiple battery changes. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data in pump histories from the time of the reported power issue due to continued use of the pump. There was no data in the available history indicating power issues. No damage was found to the pump. The battery cap was not returned for investigation; a test cap was used. The pump powered on normally and was tested for 24 hours with no power issues or alarms. . The pump cover was opened and no internal damage or moisture was found.

Manufacturer narrative:
Follow up #2 (B)(4): correction: date of investigation should read (B)(6) 2013.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.